Manufacturer narrative:
Monaldi arch chest dis 2010; 74: 76-81 francesco borgia, luigi di serafino, anna sannino, giuseppe gargiulo, gabriele giacomo schiattarella, mario de laurentis, laura scudiero, cinzia perrino, federico piscione, giovanni esposito, massimo chiariello division of cardiology, federico ii university of naples, italy. Corresponding author: (B)(6).

Event description:
After heparin infusion, using crossover technique, pta with stent implantation in the left superficial femoral artery(sfa) and popliteal artery was performed with two protege everflex stents (6.0x120 mm) obtaining a good angiographic result. The patient received a loading dose with clopidogrel (300 mg) p.o. And was discharged on clopidogrel (75 mg/die) without asa. At 2-month follow-up, duplex ultrasound scan showed a normal flow through the stents and the downstream segments. The patient referred an improvement of walking capacity and the disappearance of rest symptoms until 4 months later when returned for acute limb ischemia(ali). Notably, patient never stopped antiplatelet therapy with clopidogrel. Pedal pulses were absent and duplex ultrasound indicated an acute thrombosis in the distal sfa/ popliteal segment. The angiography confirmed an occlusion of the left sfa 4 cm before the previous implanted stent, up to the upper border of patella. The total length of thrombotic lesion was approximately 20 cm. Using crossover technique, pta of the left sfa was performed. Initially, a 0.035" guide-wire was passed through the thrombotic lumen up to the end of the obstruction; then multiple ptas were performed, without obtaining any good result. A mechanical thrombectomy catheter was passed on a 0.014" guide-wire through the thrombotic lumen, and the thrombus was aspirated. Once previously stented vessel was reopened, the result was optimized with nitinol self-expanding re-stenting using two protege everflex nitinol stents (6.0x150 mm and 6.0x100 mm), leading to satisfactory angiographic outcome. A month after discharge, pain and walking limitations disappeared. Twelve months later, colour doppler ultrasound showed patent stent segment and normal flow pattern.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.